Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex (2.5%) and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b02040, h12a11043 and h11k22025and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.